Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented post implant for a follow-up. Aprial pacing was causing ventricular depolarization. An x-ray revealed that the atrial lead had dislodged into the ventricle. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received